Event description:
It was reported by service report that the head left and right inner siderail panels were cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head left and right inner siderail panels.